Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest documented blood glucose of 67 mg/dl and no device alerts or alarms reported; the event was managed per hypoglycemia troubleshooting and education, and the user self-treated with oral carbohydrates including apple juice, pretzels, pumpkin pie, and later ate dinner, after which glucose increased to 113¿130 mg/dl. Symptoms included fogginess, shakiness, heart palpitations, and confusion. Outcomes included resolution of the low blood glucose without emergency care or hospitalization. Investigation included customer interview, case review, and troubleshooting with education on hypoglycemia treatment and monitoring. Investigation of this case revealed no device malfunction and a cause for the hypoglycemia that remained unclear. It was concluded that the event was user-experienced hypoglycemia of unclear cause with effective resolution following oral carbohydrate intake and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.